Event description:
It was reported that while performing a supply change, the user was unable to fully seat a new cartridge in the ilet device chamber until the device was rewound, after which the cartridge inserted properly, indicating a fitting problem involving the reservoir during the cartridge change; troubleshooting and education were completed and the user required no further assistance. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem related to cartridge fit in the reservoir during insertion. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.